Event description:
Event description cpi received information that this bipolar lead exhibited non capture, the lead had become dislodged. The patient experienced syncope. The lead was removed and a new lead implanted.